Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed severe stent damage. The stent was moved on the balloon, the proximal end of the stent was covering the proximal balloon cone and the distal end of the stent was stretched over the distal tip of the device. The maximum crimped stent profile was measured which is within specification measurement. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the balloon wall beneath the stretched stent. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. The product stent protector was not returned for analysis with the device. The specified stent protector profile and the maximum crimped stent profile for this device was measured and that there were no issues to note with the interaction of the two components, provided that the stent protector was removed correctly. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 28 synergy¿ drug eluting stent was selected for use. However, during unpacking, while removing the protective sheath off, the structure of the stent appeared modified. The device never went inside the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 28 synergy¿ drug eluting stent was selected for use. However, during unpacking, while removing the protective sheath off, the structure of the stent appeared modified. The device never went inside the patient's body.